Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with no alarms reported and no observed infusion set leaks at the time of the call; troubleshooting and education were provided, including guidance to perform a full set change and a follow-up call attempt was made. Symptoms included elevated blood glucose. Outcomes included no reported medical intervention, hospitalization, or use of backup therapy. Investigation included remote troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction or component issue due to inability to reach the user for post-change verification, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.